Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed loss of prime warnings due to low, non-zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and no damage or moisture was observed inside the pump. Unrelated to the initial complaint, the display screen as dim and discolored, and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.